Manufacturer narrative:
D1: the reported product is an unknown vantive transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, the transfer set disconnected from the homechoice cassette. This was further specified as "the patient became disconnected from the machine over night" and subsequently, "the uncovered catheter touched the patient's bed and skin". The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for peritonitis. According to the reporter, the patient received unspecified treatment for the event. At the time of this report, the patient outcome was reported as ¿resolving¿. Action with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.